Manufacturer narrative:
One i3 unit with main unit serial # (B)(6) model# cm1100 and one i3 accessories set were returned. Test power extension cable was used for performance testing due to the extent of damage to the ones returned to avoid electrical hazard. Unit was powered on with no discrepancies multiple times and passed diagnostic test with test power extension cable. And patient data backup was performed successfully. Internal visual inspection of unit revealed power extension cable was frayed/damaged. Using a test power extension cable unit passed diagnostic test with no sparking observed. The cause of the reported event was determined to be damage to the power extension cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Sparking was noted from the back of the patient unit at the extension cable. The patient experienced no adverse consequences. Physical damage to the patient unit was also noted.

Event description:
Sparking was noted from the back of the patient unit at the extension cable. The patient experienced no adverse consequences.